Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was treated with surgical intervention while admitted. The thoracotomy wound was undulating, so it was treated and a negative test was confirmed before the patient was discharged. The patient was transitioned to routine outpatient management.

Event description:
It was reported that on (B)(6)2023, a small amount of fluid accumulation was noted on the wounded area on the left thorax caused by the patient's previous pump exchange. The fluid accumulation was determined to be a subcutaneous abscess. The patient was admitted and negative pressure wound therapy was planned before its spontaneous rupture. The patient was discharged on (B)(6)2023.

Manufacturer narrative:
The patient's pump exchange was reported under MFR # 2916596-2023-00181. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.